Manufacturer narrative:
Exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Explant date: 2 years ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 16571651/16603130.

Event description:
It was reported that patients device was no longer helping. The patient underwent a system explant procedure. No device malfunction was suspected. No further information has been obtained despite good faith efforts.